Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient was told that their device was completely dead. The hcp didn't have any further information. A consumer later reported that the ins was no longer working. The patient met with a manufacturer's representative (rep) last week at their hcp's office. The rep tried to see if the ins would take a charge, but told them the ins would need to be replaced. The hcp was aware that the ins needed to be replaced and went through that with the patient. The consumer reported that they noticed the ins was no longer working for "at least probably the past month or so." The consumer noted that the ins was over 9 years old, however the implant date was 2013. The patient was trying to get an MRI and was in pain. Additional information was received from the pat ient. The patient reported that they had used the stimulator for 9 years. Normal use was 5 years they were told. The patient noted that it didn't rid them of their pain totally but it helped in trying to keep it at an intense level. The patient still had pain but it did help some. The patient reported that to correct the problem, the battery would be replaced and the leads checked to assure it was working properly to assist with their chronic pain and mobility. Surgery was scheduled for (B)(6) 2021.